Manufacturer narrative:
Philips service replaced the cooling unit and rotor control board, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tube rotor/anode and cooling unit failure caused grainy images and system downtime on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.